Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set came apart and partially pulled off at the catheter end which led to solution leaking. It was also reported that the ring from the catheter came off of the tube. The registered nurse (rn) reported that this occurred while the patient was performing peritoneal dialysis (pd) therapy with their homechoice (hc) device. The patient went to the pd unit immediately and antibiotics were administered as a precaution. The patient was being monitored. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available